Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the piston got stuck during the rewind process when the insulin pump was being primed. The blood glucose reading was 204 mg/dl. No alarms were observed. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the displacement test. Unit was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/compromised force sensor system test, excessive no delivery test and occlusion test or verify prime/fill anomaly due to motor error alarm. No unexpected rewind anomalies noted. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.